Event description:
New information received noted that the lead was explanted on (B)(6) 2019. The patient was stable post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, it was noted the right ventricular lead exhibited high, out of range impedance, high capture thresholds, and alleged possible lead fracture. A chest x-ray was done back in june for an unrelated visit at ER and did not note any lead anomaly. The physician still alleged lead fracture due to all the signs. No interventions were performed and lead remained implanted. The patient was stable.